Manufacturer narrative:
(B)(4). Further info was requested, but not yet forthcoming. If any add'l info is received, a supplemental medwatch will be submitted. Eval results: a pt/child work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn). Based on the complaint and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported that the cc4204a collamer single piece lens, appeared to have a defect since it split upon entering the eye.